Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. Distal shaft was not returned for analysis. Microscopic examination revealed a separation at the collar/proximal shaft. Microscopic inspection revealed that the ptfe was not inside the collar. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20jan2016. It was reported that the catheter was unable to reach the lesion. Vascular access was obtained via the left radial artery. The 2.5 x 24mm, concentric, de-novo, 90% stenosed target lesion was located in non-calcified left anterior descending (lad) artery. It was noted that the physician followed the standard procedure to use the device. However, the guidezilla guide extension catheter was unable to reach the target lesion. The physician decided to replace the device with a non bsc guide extension catheter and the procedure was completed. No patient complications were reported and the patient's status was stable. However, it was reported after product analysis that a separation at the collar/proximal shaft location was observed in the device.